Event description:
It was reported that the gastrointestinal videoscope image showed interference. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burnt c-cover and peeled off charged coupled device (ccd) unit. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue was traced to a peeled-off charged coupled device (ccd) unit, which resulted in poor image quality. Additionally, the probable cause of the burnt c-cover was attributed to a component failure caused by overheating. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.